Event description:
Patient presented for ep procedure; hx iddm with /insulin pump. The insulin pump was radiated during the procedure with subsequent fear for malfunction. Medtronic (manufacturer) made aware and replaced pump within 24 hours. The patient was ordered on sliding scale insulin coverage during the overnight stay. Discharged to home, new pump at home. There was no harm to the patient.